Event description:
It was reported that, "the second revision failed. She said, "that all the surgeon told her is that the second revision also failed."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.